Event description:
During an incident in 2004 involving a pt found in cardiac arrest, the unit analyzed the pt with "no shock indicated". Twice began charging after the 3rd analysis, then stopped suddenly displaying "needs to be serviced" on the screen. The battery was changed and als arrived on the scene. Als took over care and the pt was pronounced at the scene. There was no apparent pt trauma.